Event description:
The manufacturer received information regarding the ds2adv auto CPAP device, explicitly stating that there was a power supply error with the CPAP device. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center. During the evaluation of the device, the service technician found that the device had a thermal event in the ui bezel. Lastly, the device was scrapped by the service technician.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.